Event description:
It was reported that this right ventricular (rv) lead over-sensed noise and delivered inappropriate shock therapy. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped/abandoned (it remains implanted but out of service) and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.